Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post generator implant, while the patient was still hospitalized, this system exhibited a pause in pacing. The patient was reported as dependent; however, no resulting adverse effects were observed. The associated right ventricular lead is an twenty year old non boston scientific lead. Device sensitivity was changed and to date, remains implanted and in service.